Manufacturer narrative:
H6 (removed conclusion code 61), h10 (reported issue could not be confirmed) this report is being supplemented to provide information based on additional factory investigation by the legal manufacturer as requested by the customer. Based on the results of the investigation, the reported no image issue could not be reproduced and a root cause could not be determined; the device was found to meet specifications. It is possible that the issue may be intermittent, and as such, the following are possible causes of the issue: ·dust, dirt, foreign matter, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. ·as a result of external inspection of the scope, damage such as scratches and chips were confirmed on the curved rubber adhesive part of the scope. It is possible that due to stress of an electrical load, the electrical connection condition temporarily deteriorated and adversely affected the image signal output, resulting in an unstable image signal output. ·accumulation of electrical load (stress) due to energization of the image sensor and video connector (including electrical components mounted on the electrical board), the electrical connection temporarily deteriorated due to static electricity or overcurrent caused by connecting/disconnecting the device while the system was on, which adversely affected the image signal output and made the image signal output unstable. Regarding the application of overcurrent, it is assumed that there is a possibility that the system was connected and or disconnected while the power was on, as such, overcurrent would be applied from other equipment or electrical wiring, and or dust and moisture attached to the electrical contacts of the system and video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope experienced image abnormality (image cannot be seen, such as vertical lines on the screen). The issue occurred during preparation for use in a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image abnormality (vertical lines on the screen and others, and no image was shown). Based on the results of the investigation, it is likely that the following led to the malfunction was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor the field performance of this device.